Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer received education from tandem technical support that cartridges should be changed every 48 hours with humalog brand insulin.